Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device would not activate and the blade stopped. The procedure was successfully completed with another disposable hand piece with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 12/17/2008. Blade seized/stopped - conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.